Event description:
It was reported via user medwatch that during an interventional procedure, the guide wire tip broke inside the pt. "The wire was advanced into the rpa, and upon attempt of removal, it uncoiled and broke off. Most of the wire was removed with various techniques, and the tip of the broken off wire was left in the pt. All pieces of the wire retrieved were kept for inspection." Additional info has been requested, and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.